Event description:
On june 4, 2026, customer¿s daughter informed us that customer had taken insulin in response to a reading on her true metrix air glucose meter (serial no. (B)(6), which she began using this year, but did not feel well after taking the insulin and passed away on (B)(6), 2026. Customer¿s daughter also noted that she received notice of a recall of all true metrix products on may 22, 2026. In response to our request for additional information, customer¿s daughter sent us another message on june 10, 2026, indicating that on may 19, 2026, customer¿s device ¿gave her error and told her it was 90 [mg/dl],¿ so, customer ¿took the amount of insulin she needed to take for that¿ but ¿really didn¿t feel good after that¿ and ¿passed away at home later that night in her sleep.¿ customer¿s daughter did not specify the symptoms that customer experienced after taking the insulin but indicated that customer received CPR the night of her death and that the cause of customer¿s death was declared as copd and ¿unknown.¿

Manufacturer narrative:
The meter and test strips have not been returned to us for evaluation as of the date of this report. Internal report reference number: (B)(4).